Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted, concurrently with a posterior colporrhaphy, perineoplasty, abdominal colpopexy, paravaginal defect repair, and enterocele repair due to pelvic prolapse, and sui. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent a cystoscopy with mesh removal and calculus removal x2 in (B)(6) 2011. It was reported that the patient underwent a cystoscopy with complex foreign body removal from bladder wall, bladder biopsy with fulguration on (B)(6) 2012. On (B)(6) 2012, the patient underwent a cystoscopy lithopaxy of small bladder calculi and excision of foreign body of the bladder. On (B)(6) 2014, the patient underwent pelvic exploration extraction of foreign body (retained mesh), partial cystectomy, and partial vaginectomy due to exposed and eroded sling mesh with recurrent pain and bladder calculus. No additional information was provided.